Event description:
It was reported that the right atrial (ra) lead exhibited high impedence and noise due to a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).